Event description:
Procedure: lap gastric bypass. Reportedly, after firing the surgeon only found one triple row of staples, it appeared as only one side of the cartridge fired staples. The surgeon believes there were no staples on that side, resulting in a failed anastomosis. The surgeon opened a new instrument, resected the original roux-en-y, then created a new one. No further patient injury.